Manufacturer narrative:
The device was returned, and during a standard in house inspection and evaluation of the device, black spot in the endoscope image was noticed due to dead pixels in lcd screen. The faulty part was replaced. The device was inspected and passed olympus functional standards.

Event description:
During a standard inspection of a customer returned asset (high-definition lcd monitor), the monitor exhibited black spot in the endoscope image. The customer did not report any problems associated with the device and no patient involvement, no harm or user injury reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed a black spot could be seen in the endoscope image due to faulty parts of the liquid crystal display. The specific root cause of the faulty liquid crystal display could not be determined at this time. The event can be prevented by following the instructions for use which state: ¿the response speed and brightness of liquid crystal varies with ambient temperatures. Some video images may appear blurred on the screen. Leaving the unit in a location exposed to high temperature and humidity for an extended period of time may damage the lcd screen and cause blurring.¿ olympus will continue to monitor field performance for this device.